Event description:
The complaint is reported as: "during the procedure, the nurse accessed the vein with the needle and was preparing to insert the glide thru peel-away sheath then the PICC. When she picked up the sheath, it was the incorrect size (5.5 french.) The catheter was also incorrect: there was a 5.5 french double lumen instead of a 4.5 french single lumen catheter. The procedure was delayed as a new kit had to be opened." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer report of an incorrect catheter within the kit could not be confirmed by visual inspection of the customer supplied photo. A full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. However, further action was not required at the time of this report as the probable cause could not be confirmed based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "during the procedure, the nurse accessed the vein with the needle and was preparing to insert the glide thru peel-away sheath then the PICC. When she picked up the sheath, it was the incorrect size (5.5 french.) The catheter was also incorrect: there was a 5.5 french double lumen instead of a 4.5 french single lumen catheter. The procedure was delayed as a new kit had to be opened." No patient harm was reported. The patient's condition is reported as fine.